Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation. For treatment, the patient was given unknown prescription by their dermatologist. The patient was having a allergic reaction to the adhesive.